Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) did not fully release during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used for closure following lower limb arterial stenosis surgery. During withdrawal, a reduction in blood flow was first observed in the blood return indicator, followed by a change in the indicator window from black/white to black/black. The operator fully depressed the plug-deployment button in a single motion; however, after removal of the closure device, it was found that the plug had not been fully released, and bleeding at the puncture site persisted, indicating closure failure. The physician has many years of experience using the exoseal vascular closure device (vcd). Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted in the received unit and the result was within specification. The functional deployment simulation evaluation could not be performed, as the device was received in fully deployed condition. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation,¿ the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not fully release during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used for closure following lower limb arterial stenosis surgery. During withdrawal, a reduction in blood flow was first observed in the blood return indicator, followed by a change in the indicator window from black/white to black/black. The operator fully depressed the plug-deployment button in a single motion; however, after removal of the closure device, it was found that the plug had not been fully released, and bleeding at the puncture site persisted, indicating closure failure. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.